Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/23/2020. H.6. Investigation: one photo was provided. It shows two syringes with the luer tip bent. This occurs when the syringe is misplaced in the sterilizer tray. The next tray that goes on top lays on top of the misplaced syringe inducing the luer tip damaged. Additionally, two samples were received. Both came with no packaging flow wrap. Both have the plunger rod-rubber stopper, tip cap, saline solution and the barrel label confirms the lot#. Both have tip bent. This type of damage occurs when the syringe is not properly placed on the sterilizer tray. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml saline fill ce had a bent tip. The following information was provided by the initial reporter: "bent tip."

Event description:
It was reported that syringe 10ml saline fill ce had a bent tip. The following information was provided by the initial reporter: "bent tip".

Manufacturer narrative:
H.6 investigation summary : one photo was provided. It shows two syringes with the luer tip bent. This type of damage occurs when the syringe is not properly placed on the sterilizer trays. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml saline fill ce had a bent tip. The following information was provided by the initial reporter: "bent tip".